Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported that a novasure endometrial ablation "went well", but when a laparoscopy was done a small hole on the fundus with blood was noted. The patient returned a few days later "very ill" and a general surgeon looked for bowels burns which there were none. Another laparoscopy was completed and it was noted "the top of the fundus had disintegrated" and the patient had a hysterectomy. The patient has a medical history of "badly controlled diabetic."